Manufacturer narrative:
Other relevant device(s) are product ID: 3093-28, lot#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #:(B)(4), ubd: 11-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was at their way to the hospital to get the ins replaced due to the wires broken and sudden shocking sensation and that the battery were also low due to normal battery depletion. Patient also reported that they experienced stimulation in the wrong location. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the cause of the broken wires, sudden shocking sensation and stimulation in the wrong location was unknown. No further complications were noted or anticipated.